Event description:
Report received indicated that during deployment of the precise otw stent there was some resistance and ultimately the stent was deployed distal to the lesion. Further info revealed the product was stored, inspected, prepped and handled according to the instructions for use. Nothing unusual was noted about the stent delivery system during its inspection the target lesion was internal carotid artery (side unk). There was mild calcification and vessel tortuosity. The lesion was 90% stenotic and is unk if the lesion was dilated prior to stenting. No difficulty was encountered while advancing the sds towards the lesion, over the guidewire or when crossing the lesion. However extra force was used during deployment of the stent as the physician felt some resistance when releasing the stent resulting in placing the stent slightly distally. It was noted as there was no second stent used that it was likely the stent cover the intended lesion fully. There were no adverse effects to the patient.

Manufacturer narrative:
The stent delivery system (sds) has been returned for eval and testing, however, the failure analysis report is not complete. Additional information will be sent within 30 days upon receipt.